Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for further investigation. During evaluation at stryker pac, the reported issue was able to be verified. Additionally, the pac techninian observed that the device would not complete its boot-up cycle, which is the cause of the reported issues. The device log was unable to be downloaded and, therefore, a root cause could not be established. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.